Event description:
It was reported via literature article that burr catheter detachment occurred and subsequent coronary rupture. A patient with a prior left internal mammary artery (lima) graft to the left anterior descending artery presented with a calcified left circumflex artery lesion. The lesion was characterized by significant proximal bending and enlargement of the distal left main coronary artery (lmca). During rotablation with a 1.5 mm burr on a rotawire floppy, frequent prolapse of the driveshaft into the enlarged lmca occurred, resulting in driveshaft and rotawire fractures and subsequent coronary rupture. Left coronary angiography following the implantation of two polytetrafluoroethylene covered stents showed no evidence of contrast extravasation. However, lima graft angiography revealed contrast extravasation from the distal lmca, necessitating surgical repair. The patient was discharged in stable condition 13 days later. No adverse clinical events were observed during the 4 year follow up period.

Manufacturer narrative:
B3 date of event: literature article publication date. E1 initial reporter city: higashi ward, sapporo, hokkaido. Detailed product information was not provided to bsc, because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Kaneko, u., kashima, y., sugie, t., kuramitsu, s., tadano, y., takeuchi, t., kobayashi, k., kanno, d. And fujita, t. (2025), fracture of rotational atherectomy burr: pre-fracture signs, mechanisms, and management strategies. Catheterization and cardiovascular interventions, 105: 1608-1615. Https://doi.org/10.1002/ccd.31496.